Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using Humalog insulin. Tandem Customer Technical Support informed customer that Humalog insulin is indicated for use with Tandem supplies for 2 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was 563 mg/dL. Elevated BG was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.